Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer supported by physio.  Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. It was later confirmed by the customer that the device has been removed from service.  The device has not been returned to physio-control for evaluation.   The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that when their device is in sync mode, it will shock as though it's in normal (asynchronous) mode. The biomedical engineer further advised that when he attempted to deliver a synchronized shock during testing that the sync markers were present, however, the device did not wait for the sync markers and instead delivered an immediate asynchronous shock when the shock button was pressed.  This behavior has the potential to deliver energy on the t-wave which could cause a patient to go into ventricular fibrillation.  The biomedical engineer further advised that the issue was discovered during patient use and that there were no reports of adverse effects to the patient as a result of the reported issue.  The customer advised that they would not be able to provide any further details about the patient or the event.